Manufacturer narrative:
The user experienced hyperglycemia requiring emergency department evaluation while using the ilet. This situation can result in acute metabolic decompensation requiring medical intervention and is consistent with the reported emergency treatment with IV fluids and insulin. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. The user reported rapid insulin depletion and persistent hyperglycemia despite infusion site change, but no leakage or wetness was observed. A kinked cannula was not confirmed. Given the absence of confirmed hardware failure and incomplete information regarding infusion set performance, the cause of the hyperglycemic event could not be established. Based on available information, the event was attributed to suspected infusion set or therapy management factors, rather than abnormal ilet device performance. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on an unknown date in (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels reported as high as 382 mg/dl following suspected infusion site issues. The user was transported by emergency medical services to the emergency department, treated with IV fluids and 10 units of insulin, and discharged the same day. No long-term health effects were reported.